Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced as the implant had lost its rigidity making a full erection impossible. The doctor confirmed the loss of rigidity through clinical examinations but were unable to show signs via x-ray. The patient underwent revision surgery when the doctor opted to replace the malleable prosthesis. The doctor didn't identify a probable cause for the loss of stiffness. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Rod 1 and rod 2 were received for evaluation. Both rods were bent in four directions into approximately a 45-degree angle. The rods did not hold the angle. Each of the rods was bent in four directions into approximately a 45-degree angle. The rods did not hold the angle. With use over time the coil core inside the device will fatigue, which will result in the loss of angle retention as noted with this device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, the device was explanted and replaced as the implant had lost its rigidity making a full erection impossible. The doctor confirmed the loss of rigidity through clinical examinations but were unable to show signs via x-ray. The patient underwent revision surgery when the doctor opted to replace the malleable prosthesis. The doctor didn't identify a probable cause for the loss of stiffness. The patient is currently doing well and has had his erectile function restored.

Event description:
According to the available information, the device was explanted and replaced as the implant had lost its rigidity making a full erection impossible. The doctor confirmed the loss of rigidity through clinical examinations but were unable to show signs via x-ray. The patient underwent revision surgery when the doctor opted to replace the malleable prosthesis. The doctor didn't identify a probable cause for the loss of stiffness. The patient is currently doing well and has had his erectile function restored.

Manufacturer narrative:
Rod 1 and rod 2 were received for evaluation. Both rods were bent in four directions into approximately a 45-degree angle. The rods did not hold the angle. Each of the rods was bent in four directions into approximately a 45-degree angle. The rods did not hold the angle. With use over time the coil core inside the device will fatigue, which will result in the loss of angle retention as noted with this device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.